Event description:
Reference number (B)(4). Event occurred in the italy. It was reported that the patient faced three kinked cannula events on (B)(6) 2024. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.